Manufacturer narrative:
(B)(4). Analysis of the ins found the device functionally okay, insignificant anomalies. Ins did not reach eri or eos at any time durin g the implant duration. The trace report shows the ins battery voltage as 2.825 volts.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study via a manufacturing representative of a patient whose indication for use is movement disorders complained about the short battery longevity for the patient's primary cell battery. The implantable neurostimulator (ins) did not last as long as it should have. The complaint was made at the procedure, the device was replaced. They had thought the patient's last couple of batteries had lasted 15-18 months. No patient symptoms were reported. It was unclear if the battery depletion was normal. The patient had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.